Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a concomitant pulse field ablation/left atrial appendage occlusion (laao) procedure, a versacross connect for faradrive kit was selected for use. It was noted that after inserting the versacross connect dilator into the faradrive sheath, the tip of the dilator appeared to be bent and damaged. The dilator was removed and was replaced with a new one. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation for a damaged tip was confirmed as per media provided.

Event description:
It was reported during a concomitant pulse field ablation/left atrial appendage occlusion (laao) procedure, a versacross connect for faradrive kit was selected for use. It was noted that after inserting the versacross connect dilator into the faradrive sheath, the tip of the dilator appeared to be bent and damaged. The dilator was removed and was replaced with a new one. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.